Manufacturer narrative:
A lumenis service engineer visited the site two (2) day after the reported event and examined the laser system. The engineer found 15a fuse on main transformer tripped, reset the breaker and performed safety checks; verifying the system is working within manufacturer specifications and is ready for use. A two year historical review of similar complaints revealed that the same "15a circuit breaker tripping" during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 18-aug-2019 and installed at the customers site on 11-oct-2019. A review of subject device product risk file (rd-1124690_af) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Gso expert indicates root cause is most likely a 15a circuit breaker which may be too sensitive to the cooling temperature. Unrelated to this event; as part of lumenis' commitment to continuous improvement, an improved circuit breaker is being released through eco-0013702. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539).

Event description:
A user facility reported that during a holep procedure in which a lumenis pulse 120h laser was being utilized, the system displayed errors 270 & 58. Unable to complete the procedure, an alternate laser was brought in to complete the case. The delay was approximately 10 to 15 minutes and the procedure completed without incident or complication. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.